Event description:
Received complaint concerning above product from director of nursing. Reports leak noted at heparin line to main line tubing connection. Estimated blood loss approx 50cc. No injury to pt. Line rinsed back and changed, treatment re-initiated. Actual sample discarded, no companion samples available. A response letter has been sent to the customer. This is one of three complaints. Medwatch filed for blood loss only.